Event description:
Event reported to manufacturer's technical service department. "Pediatric patient with a tracheostomy was experiencing wheezing and some flaccidity ever since a bridge bolus was programmed for implantable infusion pump 2 weeks ago" on investigation it was determined that an inappropriate time was used for the duration of the administration. The patient was given a bolus of 185 mcg of baclofen over 10 minutes instead of 13 hours 30 minutes. It was not confirmed at the time of the report if the wheezing and flaccidity were related of coincidental. Additional information re patient identity, hcp etc were requested. Follow up 7 days later by reporter revealed patient had multiple medical complications- related to an upper respiratory tract infection. Patient has multiple medical problems. No more specific information provided to date.